Manufacturer narrative:
(B)(4). The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture an rotate independently of metal cap. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibits moderate burn on detritus. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "inner sheath detached from the fiber and was rotating around inside the fiber." The procedure was completed using a second fiber. Pt outcome: "no pt injury."